Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support to report an insulin occlusion alert that had occurred multiple times within a short period. The patient reviewed device alarms and confirmed repeated occlusion alerts. A full supply change was recommended; however, the patient declined to change the infusion site, stating it had been replaced recently. The patient was using a steel contact detach infusion set. Support reiterated the recommendation to change all supplies, but the patient elected to change only the tubing and connector. Assistance was provided with changing the tubing and connector, during which no air bubbles or visible issues were observed. Insulin delivery was successfully resumed. The patient reported a blood glucose level of 159 mg/dl at the time of the call. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.